Event description:
It was reported that the pt underwent surgery for interbody fusion with peek cages at l4-5 and l5-s1 and posterior semi rigid fixation at l4-s1. Approximately 11 months post-op, the pt underwent a revision surgery due to pseudoarthrosis. During the revision surgery the surgeon noticed the right s1 screw was broken. The threaded portion of the broken screw could not be removed and remains implanted. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the screw is broken at the fourth thread from the proximal end. Breakage is consistent with pseudoarthrosis and location of the fracture is typical of screw fractures in the vertebrae. A review of the device history records found no documentation to indicate a non-conformance to specification. Pre/post-op x-ray and CT images were returned for evaluation. Examination confirmed posterior construct at l4-s1 with interbody devices. No clear evidence of s1 screw breakage is provided from the returned images.